Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 5.5 cm cuff, pump and balloon were implanted. It was further reported that the patient had this surgery due to urinary incontinence since the patient was still leaking urine. The patient was stable after this surgery and the explanted device was disposed.